Event description:
Essure procedure initially done in (B)(6) 2012 by dr. (B)(6). Only one device was placed. Subsequently, dr (B)(6) did an ect test which showed that the essure device had not occluded. Pt later went to see dr (B)(6) complaining of pelvic pain. On (B)(6) 2012, doctor removed the device laparoscopically and found that it had perforated through uterus and was dangling out of it. Doctor removed the device and then did a bilateral lap tubal with filschie clips. Per dr. (B)(6), procedure was medically necessary, pain was caused by perforated device and pt's symptoms completely resolved after removal surgery.

Manufacturer narrative:
The micro-insert was returned to conceptus and examined. The micro-insert appears as expected; no defects were identified.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.